Event description:
It was reported that the patient told a health care professional (hcp) at a rehabilitation facility that ¿mdt isn¿t working.¿ the hcp did not have any information about what was not working or for how long. It was stated the patient did not currently have a managing hcp for their device since their previous one retired. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 39286-65, serial# (B)(4), implanted: 2010-(B)(6), product type lead. Product ID 37752, serial# (B)(4), product type recharger. (B)(4)